Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes gfa, gff, and hsz. (B)(4). Device is an instrument and is not implanted/explanted. (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a middle finger proximal phalanx fracture on (B)(6) 2017, the drill bit broke. After temporary fixation with a k-wire, the surgeon inserted a 1.5mm screw. When the surgery drilled the second time then he realized a drill bit was broken. The surgeon was able to extract the broken tip from the other side. The surgery was extended for 10 minutes due to the reported event. The procedure was successfully completed and patient status/outcome was good. Concomitant medical products: 1x unk k-wire; 1x 1.5mm screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 310.111, lot# u246260. Manufacturing location: (B)(4), manufacturing dates: jun 28, 2016, jul 05, 2016, jul 30, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Inspection sheet for incoming final inspection met inspection acceptance criteria. Certificate of conformance received from orchid company meet specification. Product development investigation was completed. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. The drill bit was received at customer quality (cq) with the distal tip sheared off. The sheared off tip fragment was not returned to cq. The break is oblique and in the distal fluted area. The outside diameter of the drill bit near location of breakage measured 1.097mm (micrometers om521) which is within specification of 1.0mm - 1.2mm per drawing. The length of the returned drill bit measured 47.36mm (calipers ca592). Therefore, with reference to the overall length specification of 55.0mm +/-1.0mm per drawing, it was determined that the distal fragment that sheared off would be approximately 6.5mm-7.5mm in length. Relevant drawing was reviewed. No product design issues or discrepancies were observed. The definite root cause could not be determined. This complaint condition was most likely due to intra-osseous collision with a k-wire. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.